Event description:
The following has been reported: nurse reported: "rn was pushing adriamycin (chemo drug) and adria was leaking out from the y-site. Small chemo spill. Replaced the tubing, not sure if the medication was able to be salvaged." Injury/adverse reaction: no. Infusion stoppage: yes. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture, it is not possible to determine the probable root cause of the reported failure. However, based on the complaint description, probable root cause could be related to a defective y-site due to supplier manufacturing process or y-site was not assembled correctly at pu manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa25e06148 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.